Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour® care meter (serial # (B)(6)) and in-house contour® care test strips (lot # 4lsnc06a) using blood spiked with glucose at 7.49 mmol/l, as determined by ysi instrument in five replicates. All tests recovered within fit-for use limits. The initial reporter's contact details were not provided; therefore, this information was not captured in section e1. Unknown was recorded in section a1, and no information was captured in section a4, as the patient's credentials and weight were not provided. Contour® care meter is similar to the contour® plus blue meter available in the us market. The contour® care test strips with sku # 6824 and lot # 4lsnc06a has the 510k # of k241787 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
A health care professional from china reported that while performing blood glucose testing with the contour® care meter on one of their patients, they obtained an e20 error message, indicative of testing error and then a reading of 1.6 mmol/l with the meter. Another test was performed in the laboratory, and a reading of 9.5 mmol/l was obtained. The patient was given an intravenous injection of 40 ml of 50% glucose based on the meter result. There was no allegation of an adverse event. The device is not expected to be returned for evaluation, as the test strips from the vial were already used.